Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative was able to resolve the issue by restarting the system. A software investigation was initiated to analyze the system's logs, where it was found that this issue has been addressed in current software updates.

Event description:
A medtronic representative reported that in the lower left corner of the mobile view station (mvs) a message was displayed stating that there was a single battery failure. This was noticed during training and no patient was present.